Manufacturer narrative:
The complaint device is not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Received medwatch report from depuy ortho stating during a right arthroscopy shoulder rotator cuff repair the tip of the expressew needle broke within a calcified portion of the supraspinatus tendon. Surgeon determined that it would pose no risk to patient but would be irretrievable as well. Shoulder x-ray performed showed a 4mm radiodense linear body seen inferior to the acromion representing a foreign body.